Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer-provided photo, which shows that the connector had corrosion around metal parts and burned the optic fibers. The most likely cause for the reported failure can be attributed to complaint environmental due to moisture intrusion in the connector.

Event description:
It was reported that the light guide cable is burned through on the side where the optics are connected. There is no damage to the optics itself. The problem was noticed after the surgery/ treatment. There was no harm or adverse event for patient, operator or third party reported. No further information received.